Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient made multiple meal announcements within a short period while using the ilet bionic pancreas, and subsequently experienced episodes of low blood glucose confirmed by reports showing lows to 71 and 49 with durations up to 30 minutes. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-treatment with juice, glucose tablets, and food, without medical intervention or hospitalization. Investigation included review of usage data and patient counseling on correct meal announcement practices, including avoiding multiple announcements for the same meal and not announcing snacks under 15 grams of carbohydrates. Investigation of this case revealed that repeated meal announcements likely led to excess insulin delivery contributing to hypoglycemia. It was concluded, based on previously established findings for similar reports, that user interaction error related to meal announcement behavior was the most likely cause. Additional training was arranged to reinforce proper use.